Manufacturer narrative:
H10 - the device was not returned for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. A device history review could not be completed due to the unknown lot number.

Manufacturer narrative:
The device is reported to be available for evaluation, however, has yet to be received. Additional initial reporter phone: (B)(6).

Event description:
The event occurred on a unspecified date and involved an unspecified chemolock device that the customer reported a leak of a unspecified chemotherapy. There was no adverse event reported. No additional information was provided. This report reflects 1 of 2 events.